Event description:
Caller reported experiencing an alarm 2 followed by an alarm 26 due to an occlusion issue, but there was no adverse impact on the customer's blood glucose level. To address the issue, customer was instructed by technical support to disconnect the tubing, tighten the t: lock, and deliver a series of boluses, each time adjusting the setup to resolve the occlusion alarms. Eventually, customer successfully completed a 9-unit bolus after loading a new cartridge. Customer was advised to replace supplies as necessary and to resume insulin therapy, with a follow-up arranged for any additional assistance needed.